Manufacturer narrative:
The customer returned the user interface (ui) assembly for failure analysis. Visual inspection of the ui assembly did not reveal any signs of damage or contamination. The returned ui assembly was tested, and no failures were identified. The customer complaint of unit does not power on was not duplicated.

Event description:
The customer reported the unit will not turn on. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the reported failure. The was a cracked display and the unit cannot be turned on. The device needed a replacement of the user interface (ui) assembly. The fse replaced the user interface (ui) assembly to resolve the issue. The unit was tested, and it was returned to service.